Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at the connection while attached to a patient. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Concomitant products: 20129e; 10 ml 0.9% sodium chloride injection syringe with lot number 6222961 and an expiration date of 2019-07-31. The customer¿s report of a leak at the connection was not confirmed or replicated; however, a leak at the filter vent was found during functional testing. Initial visual inspection showed no anomalies. Functional testing resulted in fluid flowing out of the filter¿s vent. No leak from the connection was noted. Pressure testing showed no signs of leakage from the connection. The root cause of the leak at the filter vent was not determined.